Manufacturer narrative:
The ventilator was investigated on site by the biomedical engineer. The customer is trained, on the product, and performs service by themselves. The reported failed internal leakage test during pre-use check could be confirmed together with technical error alarms found in logs. The two pressure transducer pc boards and the expiratory channel pc board were replaced as recommended in the service manual but not returned for investigation. The customer retained and discarded the pc boards. The ventilator passed functional test and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. The expiratory channel pcb contains electronics including microprocessor for handling of safety valve control. Evaluation of the received logs confirmed the reported failed internal leakage test during pre-use check together with two technical error alarms indicating open safety valve and internal dc supply power failure. The logs showed that there was not enough pressure built up in the system, most probable cause is that the expiratory channel pcb is faulty and causing the safety valve pull magnet to stay in open position when it should be closed. This corresponds well with the technical alarms generated, stating that the safety valve is opened. Date of event according to the log is 09/15/2020. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. The conclusion is that the expiratory channel pc board was faulty. Since the replaced parts was not returned for investigation, the root cause has not been determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check and the received logs contain power and open safety valve errors. There was no patient involvement. (B)(4).